Event description:
Boston scientific crm received information that a few days after this right ventricular defibrillation lead was implanted, the patient experienced shortness of breath. An echocardiogram was performed and revealed that this patient had a pericardial effusion resulting in tamponade. The patient underwent a pericardiocentesis to remove the fluid around the heart. No other adverse patient effects were reported.

Manufacturer narrative:
The patient was later released in good condition. This lead remains implanted and in service. No additional information is available. If any additional information is available, this report will be updated.